Event description:
Reporter stated the customer was unable to confirm an error message by pressing the buttons on the infusion device. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).